Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the m.r.I. Low profile port. It was reported that it was used without issues for six to seven infusion sessions. Post the procedure on (B)(6) 2025, an intravenous infusion was attempted using a butterfly needle through the implanted port. However, the infusion flow was obstructed. As a result, the infusion through the port was discontinued, and an indwelling needle was used instead. Subsequently, the port was removed. There were no reported patient injuries.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The first photo shows clinician holding port with attached catheter and infusing fluid through port septum using the syringe connected with needle. The second photo shows the label in which product details was mentioned and verified with tw details. Therefore, the investigation is inconclusive for the reported obstruction of flow issues as the provided photo was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the m.r.I. Low profile port. It was reported that it was used without issues for six to seven infusion sessions. Post the procedure on (B)(6) 2025, an intravenous infusion was attempted using a butterfly needle through the implanted port. However, the infusion flow was obstructed. As a result, the infusion through the port was discontinued, and an indwelling needle was used instead. Subsequently, the port was removed. There were no reported patient injury.